Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician discovered the right atrial (ra) lead had dislodged when interrogating the device. The lead dislodge was confirmed via chest x-ray and fluoroscopy. The physician chose to remove the lead instead of trying to reposition it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.